Event description:
The pt called lifescan and alleged the one touch ultra meter was reading inaccurately low. The reading was thought to be 250 mg/dl. The reading was taken during the symptoms of feeling nauseated and pale. The medical affairs specialist was unsuccessful in contacting the pt to verify the info. The pt was taken to the hosp. Greater than 30 minutes later on an unknown hosp meter the reading was about 450 mmol/l. The pt was treated with an IV and insulin. The customer care rep performed troubleshooting and the reported meter was actually set in mmol/l. The supposed reading of 250 mg/dl was actually 25.0 mmol/l, converted 450 mg/dl. The pt did not have control solution. There is no indication as to when or how the units of measure were changed. Therefore this is not reported as a product malfunction, however it is possible that since the pt was unaware the units of measure were not mg/dl the treatment may have been delayed and the event is reported as an adverse event.